Event description:
During an atrial fibrillation procedure, air was visible in the small tube of the sheath. The sheath was exchanged and the procedure was continued without any patient consequences.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported air leak remains unknown.